Event description:
Because of the medtronic infuse that was implanted during my surgery I began to suffer from serious injury like; pain, physical limitations, and frequently worrying about things getting worse.